Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The nature of the picture did not allow for the reported condition to be observed, nevertheless, the reported condition was verified based on reported information. The cause was a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leakage occurred at the pressure sensor. There was no patient injury or medical intervention associated with this event. No additional information is available.